Event description:
It was reported that the patient experienced a lack of stimulation sensation. Impedance measurements were above 10,000 ohms and a lead fracture was seen on x-ray. The patient underwent surgery to replace the lead, and it was noted that the physician used cautery to dissect the pocket. After the lead was replaced impedance measurements were checked with a multi-lead trialing cable (mltc) and were within normal range. The patient felt stimulation at 1.5 volts. The new lead and the patient's existing lead were plugged into the neurostimulator and all impedance measurements were above 10,000 ohms. The patient could not feel stimulation, even at 10.5 volts. An x-ray showed that the leads were properly seated in the battery. The leads were removed from the battery and again tested fine with the mltc. The physician wanted to replace the battery, and it was thought that the cautery could have cause the issue, though no power-on-reset message was noted. A new battery was used and impedance measurements and stimulation sensation were normal. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator model 37712 (B)(4) found no anomaly. Normal impedances were observed.

Manufacturer narrative:
(B)(4). Lead: model 377745, lot# v009873, implanted: 2008 (B)(6), explanted: 2012 (B)(6); lead: model 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.